Event description:
It was reported that a button alarm occurred causing all insulin deliveries to stop.

Manufacturer narrative:
The device has been rec'd for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.